Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the stretched rubber on the distal tip is covering the lens, and this creates a pouch where body fluids and debris collect, blocking the light and making image display impossible or degraded. Based on the results of the investigation, the investigation findings do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rhino-laryngofiberscope exhibited that the stretched rubber on the distal tip is covering the lens, and this creates a pouch where body fluids and debris collect, blocking the light and making image display impossible or degraded. The reported issue occurred during preparation for use before the patient was in the room. There was no report of patient involvement.